Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. On review of data in-clinic both low, out of range, high voltage lead impedance and high, out of range high voltage lead impedance were noted. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that clavicular crush was observed. The lead was explanted and replaced. The patient was in stable condition following procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.